Event description:
It was reported that the pt was implanted a hip stem generic on unk date. The pt was revised on unk date due to unk reasons.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot number were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).